Event description:
It was reported that the patient presented with high lead impedance, neck pain, and a recurrence of seizures. The device has since been turned off, and the patient is no longer experiencing pain. The patient then underwent surgery and only the generator was replaced and the high impedance resolved. Internal data from the explanted generator was received and reviewed. High impedance was first observed on (B)(6) 2025 and was seen to be fluctuating between normal and high until explanted. Although the high impedance resolved once the generator was replaced, based on the length of implant (almost 7 years) and the impedance fluctuating between normal and high, the likely cause of the high impedance is due to a positional lead fracture. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.